Manufacturer narrative:
Other text: no lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. D4: catalog number, lot number, expiration date and UDI number are unknown; g5: 510k is unknown; h4: device manufacture date is unknown; b3: date of event is unknown. D3, g1,2 email is: (B)(6).

Event description:
It was reported that when the cassette was put into the device, the device alarmed for air in line. Per reporter the line felt "funny" and patient made up a new cassette. The patient decided to makeup a new cassette. No adverse patient effects were reported by the customer.